Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The returned implantable cardioverter defibrillator (ICD) was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) experienced a decrease in longevity from approximately one year remaining to four months remaining in a two-month time period. Subsequently the patient underwent a revision procedure due to suspected premature battery depletion for the ICD. The device was explanted and successfully replaced. No additional adverse effects were reported. Additional information was received that review of the data stored in the remote home monitoring system was requested by the field. Technical services (ts) reviewed the stored information and noted the device had no unusual faults or resets and was operating normally. The power consumption was stable and within expectations based on programming and therapy delivery with no evidence of premature battery depletion. For the past year, the current consumption had been very stable and at explant the life of ICD was 7.9 years. The design specification longevity for this ICD family is 4.9 to 5.5 years, which indicates this particular device exceeded the design specification longevity by 2.4 years. It was noted that the device was held by the hospital for decontamination. The device was returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) experienced a decrease in longevity from approximately one year remaining to four months remaining in a two-month time period. Subsequently the patient underwent a revision procedure due to suspected premature battery depletion for the ICD. The device was explanted and successfully replaced. No additional adverse effects were reported. Additional information was received that review of the data stored in the remote home monitoring system was requested by the field. Technical services (ts) reviewed the stored information and noted the device had no unusual faults or resets and was operating normally. The power consumption was stable and within expectations based on programming and therapy delivery with no evidence of premature battery depletion. For the past year, the current consumption had been very stable and at explant the life of ICD was 7.9 years. The design specification longevity for this ICD family is 4.9 to 5.5 years, which indicates this particular device exceeded the design specification longevity by 2.4 years.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) experienced a decrease in longevity from approximately one year remaining to four months remaining in a two-month time period. Subsequently the patient underwent a revision procedure due to suspected premature battery depletion for the ICD. The device was explanted and successfully replaced. No additional adverse effects were reported.